Event description:
The patient experienced underdose symptoms, itchy, irritable, increased tone and global spasticity. The catheter was leaking at suture less connector, pump connector. A revision was performed and they revised the proximal segment to replace the sc. The pump was used to deliver gablofen. The patient outcome was not reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type catheter; product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4). Analysis of the catheter revealed sc connector coring-tears-cuts in seal. Under microscope inspection indents and circular coring can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the catheter issue was identified due to decreased efficacy. To the reporters knowledge the patient was doing well as they had not heard otherwise.